Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to verify compromised force sensor alarm or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to detached end cap. Pump passed idle current test and run current test. Pump had cracked case at display window corner, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was fell to the floor. Customer states that bottom portion at drive support cap fell off. Customer's blood glucose was 114 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.